Event description:
During a mini rotator cuff repair the head of the burr broke off and detached. The tip was easily retrieved within 5 - 10 minutes. No pt injury. There were two burs that broke in one pt. Only one burr will be returned but the second burr was discarded.